Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported through the device manufacturing representative that the screen indicated a terminal event had occurred in the pump, eos (end of service) occurred, stopped pump period may exceed tube set, and "eri (elective replacement indicator) occurred; schedule to replace pump by (B)(6) 2015." It was unknown if the pump was programmed to stopped pump or not prior to eos. The patient did not know who was filling her pump. No medical symptoms were reported. The pump went to eos on (B)(6) 2015. The health care provider (hcp) was interrogating the pump on (B)(6) 2015. The cause of eos was determined to be normal battery depletion. No actions/interventions were taken to resolve the eos. The pump had not been replaced and it was unknown if it would be at this time. The hcp was working on finding a new physician to manage her if the pump was to be replaced. The drug being delivered via the pump was morphine. The concentration was 2 mg/ml. The dose and lot number were unknown. The indications for use were non-malignant pain and chronic low back pain.